Event description:
It was reported that a display issue occurred. The target lesion was located in the right coronary artery. A rotablator rotational atherectomy system was selected for use. During procedure, it was noted that the speed screen became black and the speed button stopped running. The procedure was not completed due to this event. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).